Manufacturer narrative:
(B)(4). This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the machine crashes during the function test and that the function test cannot be completed. There was no pt involvement; this occurred during testing.